Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor was unable to navigate the involved destination to skull base. The patient's condition was stable. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on (B)(6) 2020. The procedure performed for that patient was a neuro intervention. The procedure was successfully completed with the reported device. There was no difficulties during access due to patient tortuous anatomy.